Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient lost consciousness, due to a sensor failure that went unnoticed. A blood glucose was not measured at the time of the incident. It was only checked later, after the patient¿s children administered coca-cola and two glucagon injections. When the ambulance arrived, the blood glucose level was measured at 89 mg/dl. The patient was stable and doing well at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.